Manufacturer narrative:
Patient information provided. Patient weight was not provided by the site. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated and at least three documented attempts have been made to retrieve spine logs with no additional information made available.

Event description:
A medtronic representative reported that, while in a spine procedure, the 3d imaging system images were not transferring to the navigation system. The 3d images did not have the nav tag after the images, and scanning patient message remained on the navigation system for 5-10 minutes. Two 3d spins were attempted, neither had the expected nav tag. In trouble-shooting, the medtronic representative confirmed the green connection between the navigation system and the imaging system, and that the imaging system tracker and the patient reference frame were visible to the navigation system camera tracking views. Ready to acquire message displayed on the screen prior to taking spins. The site re-booted the spine application and a third 3d spin was taken with the same result. After another re-boot of both the navigation system and the imaging system, the fourth 3d spin was transferred successfully to the navigation system. Delay in surgery was over an hour. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. It seems the o-arm was moved from one room to another, and remained unplugged for some time. No further issues have been reported. Part not received by manufacturer.